Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the knife advance completely to the distal tips of the jaws, but not return automatically? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Was the manual override lever attempted? If so, did it function properly? If no, please explain. Did the jaws of the device eventually open?

Event description:
It was reported that after shooting the stapler, the blade did not return, the reverse was triggered and still did not return. No patient consequence reported.